Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A direct relationship between the pump and the reported event could not be determined. The examination found soft, tissue-like depositions of clotted blood in the sealed inflow conduit and outlet elbow. Examination of the blood-contacting surfaces found a thin, soft, biological lining and blood entering all three of the inlet stator vanes. The lining extended through all three of the rotor and outlet stator vanes. The lining appeared to have developed through the pump as a single formation and the pump rotor did not show any contact marks, indicating that the deposition did not form while the pump was operating. The lining appeared to be an extension of the depositions observed in the sealed inflow conduit and outlet elbow. Removal of the lining adjacent to the pump inlet bearing found a small ring of red deposition. The ring was comprised of a single layer and showed a very soft structure, indicating that it was likely an acute formation. The evaluation could not conclusively correlate the observed depositions to the report of hemorrhagic stroke. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered an intracranial hemorrhage. Care was withdrawn and the patient expired on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device: 82 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.